Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a patient (age and gender unknown) with vital signs absent. The medic analyzed the patient's heart rhythm, and the ECG display indicated that the patient was presenting a ventricular fibrillation heart rhythm. The device then started to charge, but then the device internally dumped the energy charge, and the device displayed a "no shock advised" message. The complainant indicated that throughout the call the patient presented a ventricular fibrillation rhythm, but the device continued to display a "no shock advised" message. There was no indication from the complainant of any adverse effect to the patient as a result of the reported malfunction.